Event description:
The family of the pt observed that the screen went blank and then displayed vertical gray lines. Hosp personnel ventilated the pt with an ambu bag. The unit was then observed to reboot and the same occurrence was noted on power up. The unit then shut down completely. The pt was switched to another ventilator. No pt injury.